Event description:
It was reported that pump experienced malfunction alarm that could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed shipping details, instructed customer to place pump in storage mode and return it using prepaid label.

Manufacturer narrative:
The reported event has been previously captured under the mfg report number 3013756811-2026-70585.